Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, and the customer was able to continue using it without the malfunction recurring. The customer was also instructed to call back if the malfunction code reappears and acknowledged this guidance.